Manufacturer narrative:
The follow-up 1 medwatch was filed for this case and indicated that the product was discarded and not returned for evaluation. The product for this case was actually not discarded and was returned on 11/14/2005 and evaluated. The actual device used in the case was returned and evaluated. Visual examination of the introducer indicated that the threads on the hub were damaged and some of the dilator threads remain inside the introducer sheath hub. A review of the device history record indicates that the dilators were related to a corrective action that involved a specific lot of material that this product was produced from. This issue had been addressed and resolved, and additional investigation was not warranted. A health hazard analysis was conducted and determined that the overall risk to the patient is low. The event has been confirmed.

Event description:
The needle introducers in the kit are brittle and parts of the green plastic are breaking off, which is dangerous as they could fall into patient during procedure.